Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the low glucose alarm did not sound with the adc application. The customer experienced symptoms of dizziness, sweating, shaking, and "heavy legs." The customer was treated with sweets and sugary drinks for treatment provided by a third-party. There was no report of death or permanent injury associated with this event.